Manufacturer narrative:
Based on the visual examination, the outer gasket on instrument a has two cuts and a crack in the retainer. The outer gasket on instrument b has two cuts and multiple cracks in the retainer. These defects could have caused the leakage. No conclusion could be reached as to how the outer gasket were cut and the retainer damaged.

Event description:
During a laparoscopic nissen fundoplication several 1seal's and the gaskets of several trocars tore leaking pneumoperitoneum. The time of the procedure was longer due to the leaking. The surgeon opened competitor's product to complete the case. There was no consequence to the pt.